Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This patient experienced ventricular tachycardia and patient received drugs per acls protocol for non-responsive ventricular tachycardia. An external defibrillator and CPR was performed. Patient was non responsive to treatment and patient expired. Should additional information be received, this file will be updated.